Event description:
The initial reporter received questionable elecsys troponin t gen 5 stat results for multiple patient samples with a cobas e 411 immunoassay analyzer. The reporter stated they have been having ongoing issues with their troponin qc and have had to correct many patient reports due to this issue. The reporter provided the following examples of questionable results for nine patient samples: patient ID unknown: the initial result was 16 ng/l. The repeated result was 10.64 ng/l. Patient ID (B)(6): on (B)(6) 2021, the initial result was 12.5 ng/l. The repeated result was 7.84 ng/l. Patient ID (B)(6): on (B)(6) 2021, the initial result was 13.12 ng/l. The repeated result was 7.34 ng/l. Patient ID (B)(6): on (B)(6) 2021, the initial result was 13.12 ng/l. The repeated result was 7.57 ng/l. Patient ID (B)(6): on (B)(6) 2021, the initial result was 10.87 ng/l. The repeated result was 7.58 ng/l. Patient ID (B)(6): on (B)(6) 2021, the initial result was 6.94 ng/l. The repeated result was 12.05 ng/l. Patient ID (B)(6): on (B)(6) 2021, the initial result was 6.56 ng/l. The repeated result was 10.12 ng/l. Patient ID (B)(6): on (B)(6) 2021, the initial result was 9 ng/l. The repeated result was 6 ng/l. Patient ID (B)(6): on (B)(6) 2021, the initial result was 7 ng/l. The repeated result was 11 ng/l. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The reagent lot number was 49088101. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The customer's calibration was ok. The qc was recovering high on level 3. The system's alarm trace provided did not cover the date of the event. Based on the sample tubes the customer uses, the customer's centrifugation time of 3 minutes may be too short and the speed of 6000 rpm may be too high. The field service engineer adjusted the probe, rack sampling mechanism base, and the static brush. They also replaced the measuring cell and reprogrammed the system. The investigation determined the service actions resolved the issue.